Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot and material number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
Patient had bd nexiva 20g IV placed in left antecubital vein. Patient went to CT with IV contrast. CT tech notified the registered nurse that during the scan, the pts IV "did something weird", describing it "blowing up like a balloon," but said that the line was not infiltrated. Upon assessment by nurse, it was found that the IV tubing appeared to be melted, like the walls of the tubing collapsed. Patient was complaining of pain at the IV insertion site, with site appearing swollen and tender. Ac appeared swollen and tender. No attempt was made to flush through the tubing, IV was immediately removed.

Manufacturer narrative:
H3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.